Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the software got stuck. Upon functional testing fse found that the application software ran slowly, and host pc got stuck intermittently. Fse restored the host pc system software. After restoring the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system will get stuck. The device was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and restored the host pc. The device was returned to use in good working order.